Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot that the patient was afraid it might burn the wood of the nightstand. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.